Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: bad ok button. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'bad ok button' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a worn third soft key above the ok key. The damage is caused due to repetitive usage. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.